Manufacturer narrative:
Concomitant medical products: addr01 ipg implant date (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricle capture could not be verified and capture management measured high thresholds. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.